Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing was detached from connector on (B)(6) 2024. The blood glucose level was 266 mg/dl at the time of event. The infusion set was in use for 30 minutes. No further information was available.